Event description:
During a coronary stent procedure in a vein graft, the magic wallstent froze on the wire. The entire system was removed without incident. The procedure was successfully completed with another stent. No patient injuries or complication were reported.